Manufacturer narrative:
Medtronic investigation of returned suspect motion controller confirmed the reported problem. Installed motion control box in test imaging system; invalidated home, and was unable to complete sequence due to no movement on x axis. Reinstalled firmware, motion control box accepts fw install, but still will not allow motion to be calibrated due to no travel on x axis in either direction. Y and z are functional. Faulty motion control box. The reported issue was confirmed to be caused by an electrical failure. This information was previously reported on MDR# 1723170-2016-01915-fu1.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site: on wednesday (B)(6) 2016 found error message 13 coming from the cp1. There was also a lot of motion controller issues that kept scrolling (repeating continues) in the logs. After several restarts the imaging system started working again. I then rebooted the system multiple times and could not repeat. On (B)(6) 2016 started the imaging system again early morning with the same issues with the error 13 and positioner motion controller not fully booting. Changed motion controller and the system booted up with no issue for several boot ups. On (B)(6) went back to the hospital with a cp1 and detector and booted up the imaging system with no issues. Decided to reload firmware to the positioner motion controller and the power switching board and the system controller board. System is up and running. The root cause of the reported issue was determined to be a malfunctioning positioner motion controller. The issue was resolved upon replacement of the part and reloading firmware on the controller and system controller board. The malfunctioning part has been returned, although analysis is not yet complete. A full imaging system check-out was completed following part replacement and firmware reload and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system pendant was displaying a red 'x' for the status of the generator, indicating that it was not ready. It was reported that other system components were initializing properly. The system was rebooted several times without resolution. There was no patient present when this issue was identified.